Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon evaluation of the electrode belt, the belt intermittently failed functional testing. The root cause of the intermittent service code were the u402 pins 10 and 11 pins in the distribution node (dn) pca that were out of tolerance. The root cause of the out of tolerance pins not be positively identified. There was no adverse event that resulted from the damaged belt.